Event description:
It was reported that an ilet pump became unresponsive and stuck on the report screen, and the user later provided a photo showing a broken screen; the device was shut down, and a replacement was arranged, along with user education on data sync, shutdown, return, and that data would not transfer to the replacement. Symptoms included no injury reported and fatigue. Outcomes included no alerts or alarms, the user reverting to backup therapy with subcutaneous insulin pens, and continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting and customer education. Investigation of this case revealed physical screen damage rendering the screen unusable. It was concluded that, based on previously established findings for similar reports, the event was due to device damage to the display component, with no reported clinical harm.